Event description:
The event occurred after procedure after providing a secondary display from the olympus tower. The unspecified procedure was completed. It is unknown if there was a delay.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received about the event. Section b5 was updated.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Attempts to retrieve additional information from the customer are in progress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, it was noted the cable was not secured and user secured the cable, and all the monitors were able to work. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the visera elite video system center had no image when connected to two monitors. There was no harm or user injury reported due to the event.